Event description:
A convatec sales representative was notified by a nurse that they were unable to instill the instructed amount of water into an fms balloon it would only allow half or less than half of the water to be instilled. The device was unable to be used prior to inserting into the patient.

Manufacturer narrative:
Based on the available info the event is deemed a reportable malfunction. No additional patient/event details have been provided to date. Should additional info becomes available a follow-up report will be submitted. A return sample for evaluation is not expected. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site, thus both potential manufacturing site numbers are listed below. (B)(4).